Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 6900p 29mm valve, implanted approximately for 14 years and three (3) months, underwent a valve-in-valve procedure due to mitral stenosis and insufficiency. It was noted that the patient developed deterioration. A tmvr was performed with 9600tfx 29mm valve. The patient tolerated the procedure well with no complications. There were no gradients across the valve at the end of the procedure. There was perivalvular leak from around the surgical valve, which was pre-existent. Post-op tte demonstrated a mean gradient across the mitral valve of 5.5mmhg at a rate of 61bpm and 6.1mmhg at a rate of 74bpm. The mitral regurgitation could not be assessed due to shadowing from the mitral prosthesis. There was a peri-prosthetic jet noted laterally. The patient was discharged home in stable condition on pod #2.